Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that, post implant of the (cervical) implantable neurostimulator (ins), the patient felt fine stimulation. It was noted that the patient had a slight fall. After the fall the impedances were checked and reprogramming was done on (B)(6) 2016 and the patient was sent home with fine stimulation. It was then reported that the patient currently did not feel any stimulation. Impedances were checked with the following results: (reference to 0) = 1: 2260 ohms, 13: 10611 ohms, 14:11651 ohms, and 15: 12559 ohms. Run with reference 1, values were: 2: 1329 ohms, 4: 3290 ohms, and 15: 13479 ohms. Impedances with reference 4 were: 1: 3290 ohms, 3: 1157 ohms, 13: 15053 ohms, 14: 16069 ohms, and 15: 16949 ohms. The patient was programmed as follows: b: 1-4+, 3.5 volts/720pw/60hz. Therapy impedance: 3284 ohms. C: 1-2- 4+5+, 3.5 volts. Therapy impedance was 2129 ohms. The reporter was going to follow up with the healthcare professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that multiple different impedance check were performed at 3.0 volts showed elevated values but nothing over 40,000 ohms (no open circuits). No anomalies were found. It was noted that the patient was not receiving therapeutic benefit and multiple reprogramming options had been tried. The physician performed an x-ray that showed the lead had slipped a bit. It was noted that there was a possible need for a revision and was options were to be reviewed with the physician.